Event description:
Case description: investigation result: name: novopen 6, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -"malfunction" updated as "no". -is non-reportable updated as "no". -investigation results updated. -"final report" ticked, "expected date of fu report" removed in EU/ca tab -b, c and d, g (imdrf) codes updated in device addendum tab -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. No further information available. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 6 has not been returned to novonordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient (77 years) is a significant risk factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen 6, batch: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Blood sugar at 5 g [blood glucose increased], no medicine coming out when he selects the dose [device failure], strange noise is heard [device issue], product does not come out after selecting 6 doses. In addition, the injected doses are correctly displayed on the screen, which is misleading. [Device information output issue]. Case description: this serious spontaneous case from france was reported by a consumer as "blood sugar at 5 g (blood sugar increased)" beginning on (B)(6) 2025, "no medicine coming out when he selects the dose (device failure)" with an unspecified onset date, "strange noise is heard (noise from device)" with an unspecified onset date, "product does not come out after selecting 6 doses. In addition, the injected doses are correctly displayed on the screen, which is misleading. (Device displays incorrect message)" with an unspecified onset date, and concerned a 77-year-old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen 6: current condition: hypertensive, bone problem. Concomitant products included - lyrica (pregabalin), dafalgan(paracetamol). On an unknown date, the product does not come out after selecting 6 doses and a strange noise is heard. In addition, the injected doses are correctly displayed on the screen, which was misleading. On (B)(6) 2025, at 1 am, patient's blood sugar (blood glucose) was found to be 5g. Batch number od novopen 6 was not reported. Action taken to novopen 6 was reported as unknown. The outcome for the event "blood sugar at 5 g (blood sugar increased)" was unknown. The outcome for the event "no medicine coming out when he selects the dose (device failure)" was unknown. The outcome for the event "strange noise is heard (noise from device)" was unknown. The outcome for the event "product does not come out after selecting 6 doses. In addition, the injected doses are correctly displayed on the screen, which is misleading. (Device displays incorrect message)" was unknown. No further information available. Preliminary manufacturer's comment: 31-jan-2025: the suspected device has not been returned to novonordisk for evaluation. No conclusion is reached. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".